Event description:
Allergan sales representative called on behalf of an explanting physician to return an explanted lap-band port and tubing that were removed and replaced, because of an alleged "leak." The alleged leak was confirmed during a fluoroscopy, but it is unk the exact location of the opening.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Further info from the rptr regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."